Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. The patient's anatomy was between sizes. A smaller valve (B)(6) was attempted to be implanted first, however the valve dislodged. Prior to dislodge, the implant depth was 4mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After dislodgement, the valve was at a depth of -1mm on the ncc and 2mm on the lcc. The valve was recaptured and removed from the patient with the delivery catheter system (dcs). A new, larger valve (B)(6) and a new dcs were successfully used for implant. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 19-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.